Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2011 and gynemesh ps was implanted due to sui and pelvic organ prolapse. It was reported that the patient underwent mesh excision on (B)(6) 2015 due to mesh erosion. No additional information was provided.